Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event date occurred on an unspecified date in july 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the port of a continuous ambulatory peritoneal dialysis disconnect y-set. This occurred during unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.